Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have localized melting at the tip of one of the blades. The instrument passed the electrical continuity test. There was no material found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a damaged tip. The customer used a backup mcs instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.